Event description:
It was reported that the customer was experiencing elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. The customer administered a correction injection to address the bg. The customer did not want to proceed with further troubleshooting.